Event description:
On (B)(6) 2014, the pacing system was implanted. Reportedly, on (B)(6) 2020, during the replacement procedure, the physician tried to program the pacemaker in vvi mode at 30 min-1, but the device continued to pace at 70 min-1.